Event description:
The customer reported that on (B)(6) 2011 erroneous, low blood urea nitrogen (bunm) results were generated on a unicel dxc 600i synchron access clinical system for two patients.beckman coutler inc. Assessment of customer supplied data indicated that upon repeat on another instrument, the repeat bunm results were higher and regarded as valid. The customer determined that no amended reports were necessary. One of the initial bunm results was reported outside the laboratory however there were no reports of death, serious injuries or changes to patient treatment associated or attributed to this event.other chemistries were run for the first patient sample, but were not repeated and were not questioned as part of this event.the samples were serum samples and no sample issues were noted.the customer indicated that they had been experiencing erratic patient sample recovery since changing from bunm reagent lot m107057 to m108066.beckman coulter inc. Assessment of customer supplied instrument chemistry performance data indicated that calibration and quality control results appeared to recovering acceptably during the timeframe of this event.no patient specific data was provided by the customer for patient two.

Manufacturer narrative:
Patient 1 was a (B)(6) female, the gender/age of patient 2 is not known. Beckman coulter inc. Customer technical support guided the customer through instrument/analyte troubleshooting. The means by which the reagent was prepared was assessed. The instrument components were assessed to ensure they were clean. The cup was primed. The customer cleaned the cup and stirrer bar, and prepared a new reagent for use. Beckman coulter customer technical support follow-up indicated that the customer was able to successfully calibrate the analyte/instrument after completion of troubleshooting activities and experienced no additional issues in association with this event. A definitive root cause for this event has not been determined to date.